Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and then in hospitalization for high blood glucose on (B)(6) 2020. Blood glucose reading was 900 mg/dl. Customer was not using auto mode feature active at the time of event. The customer declined to trouble shoot for high blood glucose. Customer current blood glucose was 97 mg/dl. The insulin pump will not be returned for analysis.